Event description:
It was reported the customer was experiencing low blood glucose. The customer also stated their sensors were not alerting them of low blood glucose. Customer also reported inaccurate readings with their sensor. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.